Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel 200cc gel-filled breast implant, serial number (B)(4), lot number 38538. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor memorygel 200cc gel-filled breast implant that bilaterally ruptured after implantation. The issue diagnosed by MRI. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated. This is the 2nd of 2 deflated devices.

Manufacturer narrative:
On 03/13/2018, mentor received additional information in regard to explantation date of (B)(6) 2018. Manufacturer¿s reference number: (B)(4).